Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the rewind would not stop. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 12/22/2015. Device evaluation:the pump has been returned and evaluated by product analysis on 12/09/2015 with the following findings: during investigation, a review of the pump black box data revealed that information from the event date had been overwritten due to continued use of the pump. During testing, the pump successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing.